Event description:
It was reported that the pump recently had a residual volume of less than 1 milliliter (ml) and the patient went into baclofen withdrawal. In trying to ascertain what occurred, the reporter wondered if the pump's low volume indicator was powered by a sensor or by the computer that calculated the medication dose infused, and then calculated what should be remaining in the pump. The pump appeared to be working fine and there was no indication that the patient was either getting too much or too little baclofen. The pump remained implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).